Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a break. The tubing set was being used to deliver an unspecified concentration of tacrolimus, at an unspecified rate. At an unspecified time, the customer contact reported a "break in tubing." No specific details were provided. Although there was potential for a leak, no leakage was reported. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Multiple unsuccessful attempts have been made to obtain additional info.